Event description:
A customer reported obtaining type a, rh positive results instead of type o, rh positive results on a donor segment while performing the fwd assay on the galileo neo instrument.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Upon visual inspection of plate (B)(6) from initial testing, the donor was typed as a positive. The visual inspection agreed with results reported by the neo with strong agglutination in the anti-a test well and negative in the anti-b test well. The anti-a test well for this sample had a fuzzy appearance when compared to the other anti-a test wells with hemagglutination present. Upon repeat testing on the neo, the donor sample, plate (B)(6), was typed as o positive as expected. Visually, the reactions were as expected. No agglutination in either the anti-a or anti-b test wells. The same vial of anti-a was used on both plates. Reviewed and retrieved the two plates used to perform testing on donor (B)(6) plate (B)(6) was read at 2114. Donor unit was in a7 to d7 and interpreted as a positive. Visual review agreed with the interpretation and wells did appear to be a positive, with good strong agglutination in the anti a well and negative in the anti b well. The anti a well did have a different appearance when compared to other anti a wells with hemagglutination present. This well appeared to have a fuzzy appearance. It also appeared that the anti-a reagent did not spread to cover the test wells like the anti-b did. An immucor field service engineer checked and performed the unexpected reaction checklist, teach pippetor, 3_cell plate and abo reagent qc. All results were acceptable. The customer's sample was tested to verify instrument operation. The instrument is operating as expected.